Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin cartridges did not fit into the inpen cartridge holder. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and product labels reported as incorrect and inconsistent. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-105elblna will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inpen was received with no physical damage to cartridge holder, however inpen was received with novolog cartridge holder versus a humalog making it difficult to lock in place. No physical damage to inpen front shell and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Commercial app does state is humalog in use however, novolog cartridge holder is the incorrect fit making it difficult to install and remove. Inpen passed front cap investigation. In conclusion: inpen received without humalog cartrdife holder making it difficult for patient to lock in place or release cartridge holder. Missing or incorrect cartridge holder can affect insulin delivery. Therefore, the customer complaint of cartridge holder difficult to lock on base is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.